Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump had crack, piece missing, parts broke from o-ring gone, top reservoir lip, casing and battery compartment. Customer's blood glucose value 144 mg/dl. Troubleshooting was performed. Customer stated that the o-ring was coming off when making set change. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.